Event description:
During evaluation of a returned homechoice machine, a possible increased in on 05/19/2009 during drain cycle 5. The patient's drain volume was 4243ml. The patient's fill volume was 2300ml, therefore, this meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow/no flow occurred above the minimum drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of iipv/over-delivery.